Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) due to minute ventilation (mv) signal oversensing. Technical services (ts) was consulted and upon review it was noted that a lead safety switch occurred due to high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Ts advised on programming enhancements and noted that the patient was not pacemaker dependent. No adverse patient effects were reported. This system remains in service.